Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the service history records found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the damaged circuit board could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing the following was also found: all snaps inside the unit were damaged and minor scratches on the housing. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer returned an asset device to olympus. There were no reports of patient harm associated with this event. During inspection and testing the following was found: damaged circuit board. This report is being submitted for the malfunction found during evaluation (damaged circuit board).